Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device kept displaying the message to attach the electrodes when attempting to charge. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported event. The technician unseated and reseated the connections on the device and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device kept displaying the message to attach the electrodes when attempting to charge. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use as a result of the reported event.